Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the insulin pump received low reservoir. It was reported that the customer had not noticed any issue with infusion set. The customer called regarding issue with blood glucose levels. Customer was assisted with troubleshooting. The customer reported that she had bedtime snack and experienced high blood glucose levels of 24.0 mmol/l. The customer reported that she gave insulin before bedtime. The customer reported symptoms related to the high blood glucose levels which included were positive results in ketones test and nausea. Customer reported that she had been using the insulin pump system within forty eight hours of reported high blood glucose event. During the troubleshooting, explained to the customer that insulin their pump is completely operational and working safely. Advised that there are many other factors that may cause blood glucose levels to be outside of the target range. The customer was not using the auto mode/ smart guard feature active at the time of high blood glucose event. -explained the high blood glucose rule. Advised to change insulin, reservoir and infusion set. Advised to call back for assistance. The customer¿s call outcome was that the customer will receive replacement infusion sets. It was reported that the customer used manual injection to bring down high blood glucose levels to 19.0 mmol/l. The customer blood glucose levels went up to 21.0 mmol/l and then now 20.3 mmol/l. Customer has tried on thighs however the infusion set come off easily. The customer reported that issues happened at night. The customer reported that a week ago, her doctor increased a blood glucose. The customer reported that the insulin pump received a low reservoir on october 24, 2020. Product is not expected to return.